Event description:
It was reported that during a percutaneous transluminal coronary artery (ptca) procedure, a shaft break occurred. The lesion was located in the superficial femoral artery (sfa). The physician attempted to deploy the 8x60x1350 sentinol stent, but was unsuccessful. Upon removal of the device from the patient, it was noted that the shaft split into two pieces. The procedure was completed with a different device. No patient injuries or complications were reported. Additional information has been requested, but has not been received.